Event description:
It was reported that the venticular lead exhibited unstable pacing and sensing thresholds. The lead was explanted and replaced. Once the lead was removed, all four tines were found to be missing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found all four tines missing. This damage was most likely induced by an introducer or another device. Over time the damage could propagate until the tines fractured. The lead exhibited normal electrical characteristics.